Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an (B)(6) patient underwent an orthopedic procedure due to pertrochanteric fracture. During the procedure, the doctor decided to place the 11mm short nail. It was added that during the procedure, the jamming of the devices occurred between the cephalomedullar nail, the helical blade and the screw which entails the non-application of the device. The employee checked the grub screw and it was not protruding until the top. With the eagerness of the specialist, the employee put the short nail in the frame of insertion and turned the screw bolt counterclockwise twice. The employee did not check again to verify that it had risen completely and much less verify that the guide, bit and screw slid easily. This includes the premise and the medical aspect that urgently requested the implant, the nail and guide were placed. The femoral neck was opened, and the back was inserted with the screw that had reached in the middle of the path was shown with no advances or backs down. The surgeon tried with the extractor and the fretboard. What resulted in removing the entire device in the block by breaking the lateral cortex and diaphyseal cracked was that, upon trying to place a long nail, fixed with a spiral sheet but without the bone substrate of the lateral cortex, it was impossible to hold the nail and the femoral head. Finally, the doctor decided to leave the patient in place only with skeletal traction, considerably increasing the morbidity of the patient. It is unknown if there was a surgical delay. Patient was not harmed. Concomitant devices: guide (part unknown, lot unknown, quantity 1), drill bit (part unknown, lot unknown, quantity 1). This report is for one (1) 11.0mm helical blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 456.302. Lot number: h146183. Part manufacture date: 20-jul-2016. Manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 85mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Customer quality investigation: device interaction. Device condition: visual inspection performed at customer quality (cq) on the provided image observed no visual defects on the blade and the nail. However, based off the image it was noticed that the blade did not pass through the nail slot to an intended length. No new issues were identified. Both functional inspection and complaint condition replication was not possible at customer quality as the device was not returned. However, with the visual observation of the images provided, the device condition agrees with alleged complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the reported device were reviewed during investigation and no design issues were noted. Helical blade for tfna:. Dimensional analysis was not performed on relevant features contributing to stuck condition as the device was not returned. However, review of the device history record showed that the lot of 11.0mm ti helical blade 85mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Furthermore, risk documentation review performed during investigations observed that dcrm document completely address the given complaint condition. A definitive root cause could not be determined based on the provided image-based information. However, the observed condition is most likely due to possible misalignment. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted. Part number: 456.302 lot number: h146183 part manufacture date: 20-jul-2016 manufacturing location: (B)(4) part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 85mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection performed at customer quality (cq) on the provided image and observed no visual defects on the blade and the nail. However, based off the image it was noticed that the blade did not pass through the nail slot to an intended length. No new issues were identified. Both functional inspection and complaint condition replication was not possible at customer quality as the device was not returned. However, with the visual observation of the images provided, the device condition agrees with alleged complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the reported device were reviewed during investigation and no design issues were noted. Dimensional analysis was not performed on relevant features contributing to stuck condition as the device was not returned. However, review of the device history record showed that the lot of 11.0mm ti helical blade 85mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A definitive root cause could not be determined based on the provided image-based information. However, the observed condition is most likely due to possible misalignment. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.